Manufacturer narrative:
Further information was requested, but not received.

Event description:
During a remote follow-up, episodes of myopotential oversensing were observed on the device. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.